Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. The following section was corrected: d6 (implant date). Reported event was confirmed by review of radiographs. Review of the available radiographs provided the following information: implant date: (B)(6) 2015. 2nd procedure date (B)(6) 2018: (removal of suture due to irritation) (B)(6) 2018 - (xray right elbow) - no significant finding, post suture removal. (B)(6) 2018 - (ultrasound right triceps) - no new tear, no significant findings, post suture removal. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, a4, b4, b5, b7, d1, d2, d4, d6, d7, g4, g7, h1, h2, h6, h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately two years post-implantation due to removal of suture. No further information is available at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unknown if product will be returned.

Event description:
It was reported that the patient had a revision surgery done thirty-seven months after their initial surgery. The suture was removed for an unknown reason.